Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's maximum bolus setting had been incorrectly programmed as 10 units. Review of the pump data logs showed that the maximum bolus settings had been previously set to 25 units. Tandem technical support assisted the customer in successfully adjusting to the desire settings. Blood glucose level was 214 mg/dl.